Event description:
Tech alleged that the nurse call was not working, no communication from the bed to the wall. No pt impact.

Manufacturer narrative:
The tech replaced the junction box assembly to resolve the issue.